Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was a poor communication screen on the patient programmer (pp). The patient was unable to communicate with the implantable neurostimulator recharger (insr). The patient said that he turned stimulation off a week or more ago, then when the battery died, he did not charge it. The last time the patient felt stimulation and had a successful recharge session was in (B)(6) 2015. A suspected overdischarge was alleged. The rep could not access the physician mode recharge (pmr) feature of the insr but that issue was later resolved. The rep was going to continue charging with the patient to trying and bring it out of overdischarge. The patient noticed that he could not communicate about 1.25 months ago following at CT scan. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.